Manufacturer narrative:
The involved broach reference and lot are not available, so no batch review can be performed.

Event description:
During the primary hip surgery, while broaching the femur, the patient sustained a fractured calcar. This caused a 15 minutes delay in the case. The surgeon cabled the fracture and the surgery was completed successfully.